Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular diagnostic procedure, which was completed as planned by restarting the system. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed that the longitudinal and transverse movement of the c-arm were unavailable. The philips field service engineer (fse) inspected the system onsite and found vibrations on the longitudinal movement board caused by area treatment pipes and bad connection on atem board. The fse reconnected all the cables involved. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the longitudinal movement problem of the c-arm issue was resolved via a restart, which allowed for procedural continuation. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of longitudinal movement which was resolved by restarting the device is not likely to cause or contribute to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the longitudinal and transversal movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.